Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While the customer was using a g310, the cavitron handpiece was so hot it burned through the technician's glove. She went to an urgent care clinic where they told her she had a 2nd degree burn and was prescribed a burn cream. Based on the repair evaluation notes for a g310 there was no water flow due to a clogged water solenoid.